Manufacturer narrative:
No devices were returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that during a procedure the system was unresponsive. The system had to be hard shut down. System worked as intended after the reboot. Patient present with no patient impact and a two minute delay to the procedure.